Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic prostatectomy. According to the reporter: when the bladder was displaced, the inflected part was broken. The broken piece was retrieved. Used other device. No bleeding, no tissue damage, nor was the operating time extended more than 30 minutes.